Event description:
The customer contact reported, the device did not deliver a dose when the patient pendant was pressed. On an unspecified date and time, the device was programmed to deliver morphine 1 mg/ml, in the pca only mode, with a 1mg pca dose, a 6 minute lockout and a 20mg four hour dose limit. After an unspecified length of time, it was noted the device did not deliver a dose when the patient pendant was pressed. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, the customer declined to provide add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4). (B) (4)